Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144260, 25144077, and 25143891 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmr¿s recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, conical dissection tip produced a blurry/foggy image, making it difficult for them to see during dissection. They were able to finish case without using another kit, but it was more difficult . The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, conical dissection tip produced a blurry/foggy image, making it difficult for them to see during dissection. They were able to finish case without using another kit, but it was more difficult . The hospital did not report any patient effects.